Event description:
The datascope intra aortic balloon pump was placed in the cardiac catherization laboratory on may 27, 1992. The intra aortic balloon ruptured on june 7, 1992 and blood backed-up instantly into the catheter and the pump. The catheter was removed by a cardiologist and another catheter was not reinserted. The catheter was inadvertently discarded. The patient was discharged home with instructions in stable conditiondevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.